Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
The core impaction drill was sent for eval because it would not stop running and it overheated during testing. There was no pt involvement; no adverse event was associated with the device.